Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous ad non-calcified right common iliac vein. After a wallstent was placed in the lesion area, a 18-4/5.8/75 xxl esophageal balloon catheter was advanced for post dilatation. However, during the first inflation at 2 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from patient's body over the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.